Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s merlin.net transmission dated (B)(6) 2018 revealed the patient¿s device was perceiving non-sustained right ventricular oversensing. Programming changes and other options were discussed. The patient was stable throughout. No further information was available.